Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle was hard to remove after insertion. Customer¿s blood glucose value was 92 mg/dl. Customer stated that they were able to remove the needle after several attempt. The device will not return for the analysis.